Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated five times on (B)(6) 2020. The patient was reportedly conscious and home alone at the time of the treatment event. The patient remembered being treated two times. The patient was brought to the ER and was transferred to the ICU and was monitored there. It was reported that the patient was clinically stable and will be implanted with an ICD. The patient degraded to vt at 09:58:06 on (B)(6) 2020.  The lifevest delivered 5 appropriate treatments at 09:59:56, 10:00:24, 10:00:45, 10:01:13, and 10:01:40 while the patient was in vt from 180 bpm-230 bpm, but the treatments were unable to convert the arrhythmia.  The post-shock rhythm for each treatment was vt at 180 bpm the response buttons were not pressed during the event.